Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model pp-nc5304 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the pressure rated extension set, removable experienced defective/damaged tubing. The following information was provided by the initial reporter: material no.: pp-nc5304, batch no.: unknown. A return for el-nc1001, pp-nc5304, and pp-nc5305 is being initiated based on customer complaint due to patient safety issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)

Event description:
It was reported that the pressure rated extension set, removable experienced defective/damaged tubing. The following information was provided by the initial reporter: material no.: pp-nc5304 batch no.: unknown a return for el-nc1001, pp-nc5304, and pp-nc5305 is being initiated based on customer complaint due to patient safety issues.